Event description:
It was reported that the shock lead impedance (sli) value of this right ventricular (rv) lead was greater than 200 ohms, which was high out-of-range. Technical services (ts) provided troubleshooting and advised further monitoring. There was no indication of lead noise or loss of capture. No adverse patient effects were reported. Currently, this lead remains in service.